Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2017 in emergency room due to high blood glucose readings of 600 mg/dl at the time of the hospitalization. Customer's blood glucose reading during the hospital stay was 600 mg/dl due to malfunction on insulin pump. The customer experienced symptoms such as chest pain. Customer was not able to treated for high blood glucose. Customer reports they have contacted their health care provider regarding the high blood glucose. Customer awaiting admission to hospital. Customer was wearing the pump at time of hospitalization. Customer was unable to troubleshoot for a35 error. Insulin pump is not expected to return for analysis.